Event description:
It was reported by the rep the device was used during a laparoscopic appendectomy. It was reported upon insertion of the 511sd in the umbilical location the surgeon did not hear or feel the pop of the safety shield activation. Since it was primary port, the scope was not in and visualization was not possible. Surgery was continued and believed to be fine. Discharged 5/14/1998 from laparoscopic appendectomy. Pt was re-admitted on friday 5/15/1998. Returned friday 5/15/1998 for revisit to operating room. 5/22/1998 the rep reported the pt was septic.